Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information: the customer informed a prostatectomy procedure was being performed at the time of the event. The endoscope did not move freely with uncontrolled motion. The event involved a reverse control on system arms. The system recognized the correct scope. The surgeon could confirm desired orientation when installed. The orientation was grey out. The endoscope and the adapter base were still attached. No damage such as missing screws was observed. Prior to the event, the endoscope was not rotated to 180 degrees. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a nurse reported experiencing inverted vision with endoscope (sn (B)(6)). She resolved the issue by reengaging the endoscope several times on the universal surgical manipulator (usm) arm 2 and requested a review of the system logs to determine if additional action was necessary. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs, but found nothing relevant. It was most likely that the problem was solved by pressing the clutch button on the arm holding the endoscope, which canceled the guided scope change. The surgery resumed without further issues. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved by pressing the clutch button on the arm holding the endoscope, which canceled the guided scope change. The surgery resumed without further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.